Manufacturer narrative:
Device received on 9/30/2025 investigation summary one (1) used list# am6131 connected to an unknown, 30ml syringe were returned for evaluation. As received, the male luer was observed to be stuck and broken inside the nanoclave manifold. The sample was inspected and it was observed, the male luer was broken off inside the female luer of the manifold, stress withing and evidence of tweezers were used. The operation is a hand tighten. The stuck sample was easily removed from the female luer. After investigation, the probable cause of the male luer break was due to external twisting force applied leading to a break. However, probable cause why the male luer stuck was stuck is unknown. A device history record review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
Additional reporter: yuyan li 587-975-9923 yuyan.li@albertahealthservices.ca. The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a smallbore ext set where they reported that the back end of IV infusion hub where drive connects was stuck in the back of the tree and unable to separate. Ended up breaking while trying to remove. There was patient involvement but no patient harm.